Manufacturer narrative:
Section d5 - operator of device: corrected. Related MFR # 2916596-2025-01032 (previously reported driveline power faults from feb2025) manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm. According to the account, the alarm resolved following a cleaning of the pump cable inline connector and replacement of the modular cable, consistent with corrosion in the pump cable inline connector as well as the corrosion identified in the modular cable investigation. A specific cause for the corrosion could not be conclusively determined through this evaluation. The submitted system controller event log files contained events from 21jul2025 through 24jul2025. A driveline power fault alarm was captured between 21jul2025 and 24jul2025. Three driveline disconnects were captured on 24jul2025, consistent with the reported pump cable inline connector cleaning. After the driveline was reconnected each time, the pump ramped up to the set speed without issue. No further driveline power fault alarms were observed following these events. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 4 of the IFU, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The modular cable was replaced during the cleaning of the heartmate 3 pump side connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarm that started at about 0830 on (B)(6) 2025. The log files were submitted for review and confirmed driveline b fault alarms on (B)(6) 2025. The modular cable and system controller were exchanged, and the alarm still persisted. The patient reported that they showered at night, but the alarm didn't start until the following morning when they were sleeping. The patient had a similar alarm back in february that happened after they showered (cs-207834). Additional log files were submitted for review. The log file from the new system controller and modular cable captured driveline power b faults on (B)(6) 2025. The submitted photo of the modular cable showed corrosion on the pins and base of the connector. A cleaning of the heartmate 3 pump side connector was performed.